Event description:
Information was received from a consumer and health care professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that an overdischarge was alleged. The patient claimed it was the first time they had physician mode recharge (pmr) performed but the manufacturer representative was concerned that this may be the third overdischarge. The caller did not want to attempt to pull the battery out of overdischarge is the battery was going to be at end of service (eos). It was noted that the patient had met with another manufacturer representative at an unknown date which indicated that they may have attempted to pull the battery out of overdischarge. Per the caller, the health care professional (hcp) wanted to schedule a replacement. An antenna locate (al) was attempted and then was unable to communicate with the implantable neurostimulator (ins). The clinician programmer was unable to communicate with the ins. The implantable neurostimulator recharger (insr) showed that the last recharge session was (B)(6) 2016. The caller may rescheduled with the patient to pull the battery out of overdischarge because they were not able to attempt to do it on the day of the call and meeting. There were no patient symptoms reported. The patient claimed that these issues started around (B)(6) 2017 but the caller stated the patient had some memory loss and this date could not be confirmed any more. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the representative was able to pull the battery out of overdischarge with one physician mode recharge (pmr) cycle, then charged to 50% and the power on reset was cleared with the clinician programmer. The patient¿s weight was unknown. No further complications were reported/anticipated.